Event description:
In 2009, the pt reported feeling ill due to the flu. The pt stated that an e4 (occlusion) error was displayed on the infusion device and the pt changed the infusion set, piston rod, and insulin cartridge but e4 recurred. The pt switched to the backup infusion device the same day, and blood glucose levels returned to normal. The pt does not believe the infusion device is delivering insulin correctly. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.